Event description:
It was reported, the colonovideoscope had a foreign body stuck in the channel tube (ch-tube) an cannot be removed. The issue occurred during a enteroscope diagnostic procedure. There was no delay and the patient was not under anesthesia. The intended procedure was completed with the same device and there were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified also, no physical damage was found at the location. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: -gif/cf-170 series operation manual chapter 3 preparation and inspection; -gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.